Event description:
During an initial implant procedure, it was not possible to switch to tether mode and the leadless pacemaker (lp) was unable to be redocked. The device then spontaneously detached without the release button being pressed. The lp was successfully implanted. The catheter was inspected and the tethers were found to be misaligned and one of them were stuck. The patient is stable with no consequences.